Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported ECG monitoring disabled issue could not be duplicated during testing with known good accessories. The multifunction cable (mfc) was not returned as part of the investigation. The device log review identified multiple ECG monitoring failures and frequent toggling of the defib cable ID, suggesting the connection between the mfc and the device was a factor. The log review as suggests this behavior is not consistent further supporting connection. The device mfc receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.